Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the ipg site. The patient described the pain as a burning sensation and had recently lost thirty pounds. A field representative confirmed the battery voltage was at a good level. Patient underwent surgical intervention on (B)(6) 2019 in which the pocket site was revised.